Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the instrument is broken. There was no reported patient harm and no reported surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The cross section of the broken surface shows no irregularities; therefore it is likely that too much mechanical force well beyond its calculated design has been applied during insertion, which resulted in the breakage of the tip. It is recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.